Manufacturer narrative:
The following patient identifiers are related: (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported malfunction occurred due to compressive bucking on the needle tube. It is unlikely a unit with defective needle is shipped as nm-401l series undergo 100% inspection for appearance, needle operation and injection. Therefore, the compressive buckling on the needle tube was likely caused when the needle was extended, due to friction between the outer tube and the needle. A definitive root cause cannot be identified, as the device was not returned for evaluation. This issue is addressed in the instructions for use (IFU): -the operator of this instrument must be a physician or medical personnel under the supervision of a physician and must have received sufficient training in clinical endoscopic technique. This manual does not explain or discuss clinical endoscopic procedures. -straighten out the instrument before inspecting it. The instrument can be damaged if it is coiled while the handle is operated. -operate the slider slowly, otherwise the tube could buckle. -when inserting the instrument into the endoscope, retract the needle into the sheath, hold the instrument close to the biopsy valve, and keep it as straight as possible relative to the biopsy valve. Otherwise, the instrument could be damaged. -insert the instrument slowly. Abrupt insertion could damage the endoscope and/or instrument. -stop using the instrument if the insertion portion bends excessively during use. This could result in malfunction, such as failing to extend the needle or inject a fluid. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that, during an endoscopic submucosal dissection (esd) procedure, the needle would ultimately not inject, even when multiple attempts were made to inject using the device. The customer noted that the needle bent, which prevented the intended flow and inhibited the intended use of the device. The needle had to be replaced at least 5 times in the same procedure due to this issue. Eventually, the procedure was completed successfully. Although the procedure was lengthened by an unspecified amount of time due to the product problems, there were no reports of patient or user harm associated with this event.